Event description:
Customer reported that a malfunction occurred while attempting to load a new cartridge, leading to an error code 24 when the fill tubing process was repeated multiple times. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support arranged for the shipment of a replacement pump with updated software and provided guidance on storage mode and return procedures. Customer was advised on receiving and using the replacement pump, and backup therapy using multiple daily injections (mdi) was suggested to ensure continuous insulin delivery.